Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device had a bent comb and worn gear and the device was disassembled and cleaned, and comb, roller, gear, and nuts replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection it was found that the device was in need of repair for unknown reason. No further information provided. The meshers are not used by the doctors. The meshers are used in a clean room environment to make skin grafts. The mesher was sent in for semi annual maintenance. Investigation showed there was a bent comb. There was no adverse event reported as a result of this malfunction.